Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered inappropriate anti-tachycardia pacing (atp) and shocks for a supraventricular tachycardia (svt). There is evidence suggesting that therapy exhaustion was observed for this episode. There were also no therapy espisodes observed. The device remains in service. Reprogramming was done for this device and the health care professional (hcp) mentioned an increase in medicines for the patient. No adverse patient effects were reported.